Event description:
Additional information received indicated that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed 1/4 tank left with 1 year battery remaining in gas gauge several months ago. Currently, gas gauge needle was at beginning of life (bol) but the notation still displayed 1 year remaining. There was no change made in the device. Boston scientific technical services (ts) indicated that gas gauge was not accurate; it could be that the device was on reset. Planned was to save device data and analyze for possible longevity issue when patient comes back for next device checkup. To date, this pacemaker still remains in service. No adverse patient effects were reported.